Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the cap. Attaching the pump, and tightening the pump line to the port line the cap of the pump became detached and fell apart in the user's hands. The chemotherapy inside leaked out. The set was filled with 7240mg fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 29, 2022 - october 31, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the flow restrictor housing was completely separated in two pieces which may have resulted in a leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.